Event description:
A malfunction was reported on the pump, and a malfunction code "malf 12¿ was displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump.